Event description:
It was reported that, after an initial surgery was performed on (B)(6) 2022, the gii ps hi flex isrt sz 5-6 11 fractured. A revision surgery on the same date was performed to explant the device. Further information is unknown at the moment.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the reported event could be confirmed as the provided photos reveal the device is fractured. The clinical/medical investigation concluded that, per complaint details, a same-day insert revision was performed due to insert post fracture. Provided photos show a broken insert post and appear to support the complaint; however, do not provide insight into the root cause of the event. The patient impact beyond the fractured post and insert exchange/revision procedure cannot be determined with the lack of clinical information. The current patient status remains unknown. No further clinical/medical investigation is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, it includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene.¿ at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device or surgical technique. The contribution of the device to the reported event could be corroborated as the device was fractured and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.